Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold and phrenic nerve stimulation. Additional information obtained from the field which indicated that the cause of the high threshold was not determined and the lead did not appear to be dislodged. The lead was explanted. No additional adverse patient effects were reported.